Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Visual examination did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-73658. Related manufacturer reference number: 2017865-2024-73661. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.